Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set kinked tubing event on (B)(6) 2024. The infusion set was in use for 12 hours. No further information available.